Manufacturer narrative:
The patient sample was provided for investigation and investigations were able to duplicate the results obtained by the customer. The results were also comparable to results measured on a siemens instrument. No product problem was found.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received implausible high results for one patient sample tested with the elecsys estradiol iii assay. The patient sample resulted with estradiol values of 1316 pg/ml and 1534 pg/ml. The results were reported outside of the laboratory where they were questioned by the medical doctor in charge. The results were considered implausible as the patient is post-menopausal and is expected to have normal estradiol values. The customer's expected estradiol values for post-menopausal women range between 1.36 and 885.4 pg/ml. The e411 analyzer serial number is (B)(4).